Event description:
It was reported that the patient underwent the surgery via tka for oa with attune implants in question in (B)(6) 2022. The surgery was completed successfully without any surgical delay. After the surgery, the implants loosening due to periprosthetic joint infection was confirmed on an unknown date. No further information is available.

Manufacturer narrative:
(B)(4). The device catalog number is unknown; therefore, UDI is unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.